Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003. As of this time device remains in service. No adverse patient effects were reported.